Event description:
Customer complaint: limited data available. Customer complained of device got super hot and smelled like it was burning.

Event description:
Customer complaint - limited data available. Customer stated that the device overheated and smelled like it was burning.